Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the data file was provided. Review of the data file did not show any faults related to the device or advisories to check electrodes pads. Some event ECG logs were clearer than others suggesting the device is performing as expected and the report could be coupling related. Based on this limited investigation, no fault could be found. No trend is associated with reports of this type.